Event description:
A (B)(6) pt underwent a nanoknife ire treatment for prostate cancer on (B)(6) 2008. An adverse event was reported for urinary retention on (B)(6) 2008. The adverse event was treated by inserting a foley catheter into the bladder.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. During a review of quality inspection and mfg documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the cause of the urinary retention could not be determined. This event will be trended and monitored by angiodynamics complaint handling dept. Internal complaint # (B)(4).